Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump experienced motor rate error. No information was provided that indicated the product faulted while in use with a patient.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump noted the top and bottom cases were in broken and the top case was separated from the bottom. The damage was likely from the pump being dropped. Review of the event log noted a motor rate error. A run motor drive test and an occlusion test were performed and confirmed the motor rate error. It was found that the main pcb board was not working as intended. The cause of the main pcb board not working was unable to be determined as there was no physical damage to the board. The main pcb board was replaced and the case was repaired. Following repair, the pump passed functional and delivery accuracy testing within manufacturing specification. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.